Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) for stone extraction due to choledocholithiasis the forceps elevator wire of the duodenovideoscope was damaged during the 3rd attempt to remove the stone. Due to the patient being under general anesthesia and the amount of time it would have required for disinfection of backup device, suspension of the operation was recommended. After fluoroscopy again to observe there was no obvious stone shadow in the common bile duct, the common bile duct and pancreatic duct guidewire was removed, the scope was retreated, and the incision was inspected. There was no blood seepage, bile outflow was smooth, and the operation was completed. Postoperative vital signs were stable and the patient had no rebound tenderness and negative murphy¿s sign. Abdominal pain, elevated blood amylase, and liver function abnormalities were noted. The patient was hospitalized and the existence of ercp postoperative pancreatitis was considered. No additional information was available regarding treatment or intervention, and the patient was discharged on an unspecified date.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d6b. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.